Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the display screen of the programmer would not calibrate. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, despite numerous attempts - approximately twelve - the display screen of the programmer remained unable to "dial-in." The programmer has been returned for repair. There was no patient involvement.